Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump goes blank when changing the battery. She also reported receiving constant lost sensor alerts. Customer stated that the insulin pump had been dropped and bumped due to customer tremors from parkinson's. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value was 62 mg/dl; treated with food and glucose pills and went up to 84 mg/dl. Customer was advised to insert a new battery and revert to backup plan until the replacement battery cap arrives.